Manufacturer narrative:
The field service representative (fsr) let the perfusionist boot the system on battery and then plug into alternate current (ac). System performed this operation as expected and the battery condition was green. Had her check the service screen and the system was at 17.99 ampere hour (ah).

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the heart-lung machine (hlm) base battery condition was showing "red" . As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. It appears that the unit was not plugged in and/or not switch on so the unit was not charging. The field service representative (fsr) provided the user facility with proper battery charging instructions. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.